Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging that his one touch ultra meter powers off during use. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that on (B)(6) 2010 at 9:00am, he attempted to test and noticed that his meter powered off during use. Meter powered off during the count down. Due to the meter not powering on, the patient thought his blood glucose levels may have been high and took an increase dosage of insulin ( 30 units of fast active insulin). He was not exhibiting any symptoms at the time and took the increase dosage on his own and not based on his physician's instructions. Approximately 2 hours later, he started to develop symptoms, which consisted of feeling sweaty and weak. He did not test on another meter; however, he treated himself with 2 spoons full of sugar. He attempted to test his blood glucose again on his meter after self-treatment and obtained a 98 mg/dl. Patient mentioned that the symptoms lasted for 30 minutes. The patient did not seek any further medical attention or contact his physician for assistance. The patient tests his blood glucose 3-4 times a day. A normal reading for the patient is between 150-180 mg/dl. This is not the first time the product is being used. The patient denied any misuse of the product. The batteries did not need to be replaced, since the patient has only had the meter for two months while troubleshooting, the issue was not resolved. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported since the patient alleged that because he was unable to test on his meter, he took an increase dosage of insulin and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
(B)(6). The:510 (k) # is k001109.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.